Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle safety of a bd ultrasafe passive¿ x-series needle guard syringe, did not activate. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the customer issued a complaint for a safety device which did not activate detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bd was unable to review the batch history record as the batch number is unknown. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.